Event description:
It was reported that a spectrum pump had an issue of #7 not working in the keypad. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported #7 on keypad is not functional was reproduced. The reported condition was verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was determined to be an failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.